Manufacturer narrative:
(B)(4). Device is not available for analysis.

Event description:
Per the clinic, the patient experienced pain at the implant site as a result of migration of the receiver/stimulator package. The device was explanted on (B)(6) 2013. The device is not available for analysis.